Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported that the defib sync function was not working properly on the device. There was no reported patient injury associated with this event.